Event description:
As reported by the patient, they mentioned that they had a mechanical mitral valve previously implanted. The patient received the edwards sapien 3 ultra transcatheter heart valve (9750tfx) also implanted. They believe that during the tavr procedure, the sapien 3 ultra valve hit the mechanical mitral valve. It was later noted that this caused the mechanical valve to stay open and slightly moved out of place. As her heart team felt that the sapien 3 ultra was also impeding on the mechanical valve, both valves were ultimately explanted on pod 17 and replaced with ''soft tissue valves''. Medical records were received for evaluation. The operative note from the valve implant stated that the implant was a success with trivial paravalvular leak. It was noticed that one of the leaflets of the pre-existing mechanical mitral valve was not moving. The surgeon did a trans-septal puncture and advanced a wire to move/open the ''stuck leaflet.'' It was opened and closed as soon as the wire was pulled. The patient remained stable and was transferred to the recovery unit in stable condition. The operative note from the valve explant procedure noted the explant of the edwards sapien s3 tavr valve, explant of non-edwards mechanical mitral valve, redo avr, redo mvr, and placement of 4-fr right femoral catheter should emergent cardiopulmonary bypass be necessary. ''Once the aorta was opened, the sapien valve was exposed. The sapien valve sat nicely with a portion of the framework just beginning to cover the left main artery. The valve frame did not appear to be touching the mitral valve; however, there was considerable pannus formation, which was especially thick in the area of the lv outflow tract and extending over the edge of the mechanical valve, likely causing the leaflet obstruction.'' The patient continued to progress well post operatively and was discharged home. It is unknown if the leaflet entrapment was due to valve manipulation during the device implant and/or, per the medical records, there was considerable pannus formation extending over the edge of the mechanical valve.

Manufacturer narrative:
Investigation is ongoing. Device not returned for evaluation.

Manufacturer narrative:
H.6 investigation codes were updated. The device was not returned for evaluation. During manufacturing of the sapien 3 ultra transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Pre-tavr imagery was received showing the sapien 3 ultra valve with the mechanical valve. The IFU and procedural training manual were reviewed. Patients with pre-existing prostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Withdraw the delivery system from the thv before assessing. Perform aortogram with the wire in the lv to assess for thv position and complete expansion, patency of coronary arteries, functional assessment of thv (ar, pvl, etc.), and annular and aortic integrity. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances and/or IFU deficiencies were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. The valve interaction issue was unable to be confirmed due to unavailable of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''psc received a call from a patient who was calling to find out if they were part of a clinical trial. While obtaining additional information from her, they mentioned that they had a mechanical mitral valve previously implanted. The patient received the edwards sapien 3 ultra transcatheter heart valve (9750tfx) also implanted. They believe that during the tavr procedure, the sapien 3 ultra valve hit the mechanical mitral valve. It was later noted that this caused the mechanical valve to stay open and slightly moved out of place. As her heart team felt that the sapien 3 ultra was also impeding on the mechanical valve, both valves were ultimately explanted on pod 17 and replaced with ''soft tissue valves''. Additional from medical record, '''once the aorta was opened, the sapien valve was exposed. The sapien valve sat nicely with a portion of the framework just beginning to cover the left main artery. The valve frame did not appear to be touching the mitral valve; however, there was considerable pannus formation, which was especially thick in the area of the lv outflow tract and extending over the edge of the mechanical valve, likely causing the leaflet obstruction.'' In this case, both valves (mechanical valve and sapien 3 ultra valve) were next to each other per figure 1. The manipulation or implantation of sapien 3 ultra valve at aortic position could potentially lead to re-location or dislodge of pre-existing pannus resulting in obstruction or immobile (stay opened) leaflets of mechanical valve at mitral. As such, available information suggests that patient factors (pre-existing pannus) may have contributed to the complaint event.